Event description:
This lead was implanted on (B)(6) 2013 and remains implanted until this time. On (B)(6) 2013 there was a rise in lv threshold and impedance without clinical significance. The physician was dr. (B)(6) at (B)(6) poland. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).